Event description:
During unpacking for a coronary drug eluting stenting treatment procedure, the stent was damaged. As the taxus express2 2.50x12 mm drug eluting stent was taken out of the package, it was noted that the stent was fired. The stent did not enter the patient and no complications were reported.